Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states the patient was seen for concerns regarding crooked teeth, angle of upper incisors and the patient's bite. Upon examination the patient was found with class I molars, edge to edge canines, mild upper and lower crowding and increased overbite and overjet. Patient reported that they were undergoing remote aligner treatment with byte and felt their bite was misaligned and their teeth were not fitting together correctly. It is recommended the patient discontinue aligner treatment in favor of comprehensive orthodontic treatment with braces and elastics. The patient has elected to proceed with the comprehensive treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.